Event description:
The pt's mother stated that her daughter has experienced several instances where her insulin infusion set outer tubing separated. She indicated that, based on the timely detection and replacement of the separated tubing, the pt's blood glucose readings had not been affected. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.